Manufacturer narrative:
The customer reported that this gz transmitter shut down without any warnings or alarms of a weak battery. Technical support (ts) asked the customer for the gz and central nurse's station (cns) logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/26/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/26/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/26/2024 emailed the customer via microsoft outlook for patient information: no reply was received. D10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no.

Event description:
The customer reported that this gz transmitter shut down without any warnings or alarms of a weak battery. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this gz transmitter shut down without any warnings or alarms of a weak battery. Technical support (ts) asked the customer for the gz and central nurse's station (cns) logs. There was no patient injury reported. Investigation summary: review of the device logs, packet capture data, and the battery type used by the customer found that the cause of the issue was a combination of prolonged battery usage and high operational load due to communication issues with the wireless access points leading to the battery being drained faster than it takes for the device to produce the low battery alarm. Nkc plans to address this issue through software improvements. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/26/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/26/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/26/2024 emailed the customer via microsoft outlook for patient information: no reply was received. D10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: ni serial #: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: no. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that this gz transmitter shut down without any warnings or alarms of a weak battery. There was no patient injury reported.